Event description:
It was reported that the patient's device alerted via merlin.net indicating that it was in backup vvi. The patient was brought into clinic for further evaluation and the device was restored to normal function. Patient was stable.